Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) brown particles, wear abrasion opening and delamination in the plug strap disk shell. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell due to an unidentified (tear) opening. Delamination of the plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.